Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
Patient was initially implanted with an afx bifurcated device in 013. A recent angio taken showed an aneurysm growth, and contrast outside the graft but there was not an identifiable leak. On (B)(6) 2018, the physician elected to reline the whole system with an afx2 bifurcated and vela suprarenal. The procedure went well and patient was discharged the next day.

Event description:
An afx bifurcated stent graft (bsg) was implanted to treat an abdominal aortic aneurysm. Approximately five (5) years post procedure, an indeterminate endoleak and aneurysm growth were identified. Re-intervention was completed by relining index implant with an afx2 bsg, an afx vela suprarenal and an ovation ix extender.

Manufacturer narrative:
An evaluation of the reported event could not be completed due to a lack of receipt of relevant medical records and/or imaging. Requests were made and denied response were received. As such, event determination, off label conditions, related patient harms and patient disposition could not be independently assessed. The review of manufacturing lot confirmed all devices met specifications prior to release. No additional investigations of this reported complaint are planned, endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. B5: describe event or problem - correction. H4: device manufacturer date - correction.